Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the full-height main drawer had a failed storage space. A field service engineer found that the module controller showed no diagnostic lights. Powered the station down and replaced module controller card to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system, the full-height main drawer 7 showed icon for failed storage space and was not detected on bus. The customer indicated that user did not have access to medications in the full height cubie drawer while it was failed. The customer confirmed that user had contingency plan in place so there was no delay in issuing meds or patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed and not able to open due to faulty controller card. A field service engineer replaced module controller card to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the full-height main drawer 7 showed icon for failed storage space and was not detected on bus. The customer indicated that user did not have access to medications in the full height cubie drawer while it was failed. The customer confirmed that user had contingency plan in place so there was no delay in issuing meds or patient care. There were no adverse events or injuries reported based on this event.